Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion of the scope mount. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reported event could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.